Event description:
Procedure: unk. Reportedly, the black cartridge failed to detach from the instrument after firing. Hence the surgeon found difficulty in removing the entire instrument including the applier from the application site. Laparoscopic forceps were utilized to facilitate the removal of the cartridge.